Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had socket issue was confirmed. The device was tested and found that the foot pedal does not activate. The following failures were found with the device upon evaluation : -it was found that 5 pin socket was corroded by fluid. -footswitch socket was loose and was without function. -the device had broken screws at rf and ID board. -the device had external physical damages probably from dropping. -tamper-proof seal was found to be damaged. The socket connection between the ID and rf boards secured with silicone sealant, the plugs for connecting the handpiece and footswitch were replaced, defective material were exchanged, a mechanical upgrade was performed, and the device was cleaned, calibrated newly, tested and found to be fully functional. As confirmed from the evaluation of the device, possible dropping of the device is the root cause for the physical damage to the device.fluid ingress into the device is the root cause for the corroded 5 pin socket. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred before surgery and there was no delay. D4: serial number: it was reported that the serial number was unknown on the initial report and has been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The serial number is unknown.

Event description:
It was reported by affiliate via email that during an unknown procedure the socket of the vapr3 generator *ea had an issue. The procedure had to be completed with another device. No patient consequence and no surgical delay was reported. No additional information was provided.